Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had experienced ongoing, intermittent high blood glucose (bg) levels. The infusion set site was changed and a bolus was delivered via the pump to address the high bg level. The bg returned to target level after the third day. The contact thought the high bg was related to hormonal changes. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.

Event description:
The contact reported that the blood glucose (bg) level was over 300 mg/dl and the a1c was 7.1. The customer's healthcare provider adjusted the basal settings on the pump and confirmed that the likely cause of the high bg was due to hormonal changes. The contact was pleased with the bg control while using the pump.